Event description:
This report was initially provided to roche by FDA via medwatch mw5109202. Tested positive with the roche/sd biosensor at home covid test kit, negative with 2 other brands of test kits. Next day, pcr tested at (B)(6) labs through (B)(6), came back negative; 2 days later, used another roche/sd biosensor test from same kit, was positive. Next day tested with the ihealth covid at home test, it was negative. The only 2 positives were the roche/sd biosensor tests. I have no symptoms. They are false positives from the same kit. Only the 2 sd biosensor tests gave me positive covid test results over a 3 day period; 4 other at home tests by ihealth and abbott, were negative, as was my aegis labs pcr covid test was negative. I have no symptoms. (I am also a scientist and I know this doesn't make sense unless the sd biosensor kits are bad.) Sd biosensor distributed by roche diagnostics. FDA safety report ID # (B)(4).

Manufacturer narrative:
There is no contact information for the initial reporter, and no way to follow up. There will be no further information available. Occupation is patient/consumer. The case was sent to the manufacturer for investigation.

Manufacturer narrative:
Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).